Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sleeve introducer handle broke during sterile processing. The two pieces are also stuck together.

Manufacturer narrative:
Additional narrative: examination of the returned instruments confirmed the complaint. The driver knob broken free from the driver handle and the sleeve introducer was stuck onto the driver handle and could not be removed. The root cause appears to be attributed to wear out. Both instruments range from 8 to over 20 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.